Event description:
The customer obtained multiple, unexpected vitros trop I es results for three different patient samples processed on the vitros eci system. The following results were obtained: patient 1 result = 0.142 vs. An expected result = 0.030 ng/ml; patient 2 result = 0.072, 0.151 vs. An expected result = 0.012 ng/ml; patient 3 result = 0.094 vs. An expected result = 0.012 ng/ml; the affected results for patients 1 and 2 were not reported out of the laboratory as the samples were repeated prior to reporting as per laboratory policy. The affected result for patient 3 was reported out of the laboratory prior to repeat testing against customer policy. A corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of harm to patients as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, unexpected vitros trop I es results were obtained for three different patient samples while using the vitros eci system. An ocd fe performed service actions to multiple subsystems of the instrument. Following these service actions, expected system performance was obtained. The most likely root cause of the affected patient 1 and 2 results is analyzer related. A pre-analytical sample processing issue or a reagent related issue cannot be ruled out as contributing factors. The investigation could not determine a definitive root cause for affected patient 3 result. A pre-analytical sample processing issue or a reagent related issue cannot be ruled out as contributing factors.